Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-31394. It was reported the patient has been receiving inadequate therapy due to a left lead fracture. X-rays confirmed the lead fracture. As a result, the patient may undergo surgical intervention on a later date. Both of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
Correction: h6 type of investigation should have been 4117 rather than 4114.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A patient experienced autoreducing due to high impedance was reported to abbott. It was determined the patient was receiving inadequate therapy due to a left lead fracture. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6)2021 wherein the entire system was explanted and replaced. Issue resolved.